Manufacturer narrative:
Updated data: b2 - date of death received. B5. Desc evt problem - additional information was received that the patient died during the open-heart surgery due to bleeding complications. Per the physician, the death was not related to the attempted transcatheter aortic valve-in-surgical aortic valve procedure or the coronary occlusion. The dislodged valve and the existing surgical aortic valve were not explanted during the open-heart surgery. An autopsy was not performed. H6 - eval code method code updated as the valve remains in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for both valves and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodge include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, user technique and a number of others. In this case, the dislodgement of the valve most likely was due to sizing issue, as it was reported. However, a conclusive root cause of the dislodgement of the valve could not be determined from the limited information available. Per the evolut device instructions for use (IFU), prior to use, ¿the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. Refer to table 1 for available sizes." It was also reported that a snare was used to position and hold the 26 mm valve in the ascending aorta. The evolut IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." The physician decided to upsize to a 29 mm valve. When the valve was deployed to 80 percent, the patient became hypotensive and a coronary occlusion was reported. Coronary occlusion is listed in the IFU as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, an aortogram was performed and revealed that the 29 mm valve caused the surgical valve leaflets to be held open and occluded both coronaries. The 29 mm valve was recaptured and safely withdrawn from the patient which resolved the coronary occlusion. There is no information to suggest a valve malfunction or a failure to meet manufacturing specifications was related to this event. Hypotension is also known a potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The hypotension most likely was an effect of the occlusion. However, with the limited information available and no images / cines to review, we are unable to conclusively determine the cause for this report. The patient was sent, in stable condition, for open-heart surgery. The patient died during the open-heart surgery due to bleeding complications. The dislodged valve and the existing surgical aortic valve were not explanted during the open-heart surgery. Per the physician, the death was not related to the attempted transcatheter aortic valve-in-surgical aortic valve procedure or the coronary occlusion. An autopsy was not performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. No further action is recommended at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 04-apr-2021, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, into an existing medtronic surgical aortic valve with severe aortic insufficiency, the valve dislodged upon deployment. Per the physician, the valve dislodged because it was too small. A snare was used to position and hold the valve in the ascending aorta. The physician decided to upsize to a 29 mm valve. When the valve was deployed to 80 percent, the patient became hypotensive. An aortogram was performed and revealed the 29 mm valve caused the surgical valve leaflets to be held open and occluded both coronaries. The 29 mm valve was recaptured and safely withdrawn from the patient which resolved the coronary occlusion. Cardiopulmonary resuscitation was performed and the patient stabilized. Subsequently, the implanting physicians decided to abort the case. The patient was sent, in stable condition, for open- heart surgery to explant the dislodged valve and perform an aortic root replacement and aortic valve replacement. It was reported that the patient subsequently died. The timing and cause of death were not received. It is unknown whether the existing surgical valve or the dislodged valve were explanted during the open-heart surgery. It is unknown whether an autopsy was performed.